Event description:
Customer reported feeling "unwell" as he attempted to test his blood sugar with the multiclix lancet device. Customer states the lancet device was "jammed." Customer's wife also attempted to use the device and the customer became unconscious and went into shock. An ambulance was called, and in the meantime the customer's wife attempted to treat him with orange juice. Customer tested 1.6 mmol/l on the professional meter and he was treated with an IV containing glucose. Customer recovered and no further treatment was needed. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).